Event description:
Wound and burn with blisters [burns second degree]. Wound and burn blisters [wound]. Scar. At the site of burn the heat cell is grainy and not as solid as the others [product quality issue]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication, used the product at work. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "side effect during the use of thermacare hip heatwrap. Burn with blisters! The patient used the product at work and discarded the packaging. But the malfunctioning product has still there. No compensation is wished, but the experience was very unpleasant". Event was occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Follow up (28jun2016): this is a follow-up report to notify that case (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). Case (B)(4) is being deleted from the database. Narrative of the duplicate case (B)(4): this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient applied the heatwrap at 11 o' clock at work but at 16 o' clock she felt pain and under the heatwrap was a burn blister. At the site of burn the heat cell was grainy and not as solid as the others. Event was occurred on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28jun2016): new information was from the same contactable consumer. As reported: "the consumer stated that she had used the thermacare hueftguertel for the lumbar vertebrae. She said that while she used it, after some time she felt a burning sensation. She had a wound and burn blisters as a result of the burn. It "took 14 days" (no details) and there is still a scar." Company clinical evaluation comment based on the information provided, the events burn blister, wound, scar, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister, wound, scar, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A(B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), since unknown date for the lumbar vertebrae, used the product at work. The patient medical history was not reported. The patient's concomitant medications were none. Patient used thermacare lower back heatwrap from a red pack for lumbar pain applying it directly on her skin. She has already used it previously "on and off" for about 3-4 hours at a time. Patient has not used any other heatwraps for pain. The patient reported her experienced was very unpleasant. The patient applied the heatwrap at 11 o' clock at work on (B)(6) 2016 but at 16 o' clock she felt pain and under the heatwrap was a burn blister and a wound as a result of the burn. While on follow-up, it was reported at 3 pm it burned, so she checked, saw the burn and removed the heatwrap immediately. She had not checked the skin prior to that. It "took 14 days" and there is still a scar. At the site of burn the heat cell was grainy and not as solid as the others. Patient was not currently under medical treatment. She consulted the pharmacist but did not provide further details on any recommendation or treatment she might have received for the events. Patient does not have sensitive skin nor skin disorders. Her skin type is not light and not dark. The thermacare heatwrap was permanently discontinued on 10jun2016. The clinical outcome of events wound and burn with blisters was resolved with sequel. The clinical outcome of the remaining event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Follow up (28jun2016): this is a follow-up report to notify that case (B)(4) and case (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). Case (B)(4) is being deleted from the database. The new information reported from a contactable consumer includes patient age, event detail description, additional information has been requested and will be provided as it becomes available. Follow-up (28jun2016): new information was from the same contactable consumer. As reported: "the consumer stated that she had used the thermacare (B)(4) for the lumbar vertebrae. She said that while she used it, after some time she felt a burning sensation. She had a wound and burn blisters as a result of the burn. It "took 14 days" (no details) and there is still a scar." Follow-up (07jul2016): new information received from the contactable consumer includes: patient's information. Product start date, event onset date. Action taken. No concomitant diseases and currently not under medical treatment. Company clinical evaluation comment based on the information provided, the events burn blister, wound, scar, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] wound and burn with blisters [burns second degree], wound and burn blisters [wound], scar [scar], she had not checked the skin prior to that [intentional device misuse], at the site of burn the heat cell is grainy and not as solid as the others [product quality issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), since unknown date for the lumbar pain, used the product at work. The patient medical history was not reported. The patient's concomitant medications were none. Patient used thermacare lower back heatwrap from a red pack for lumbar pain applying it directly on her skin. She has already used it previously "on and off" for about 3-4 hours at a time. Patient has not used any other heatwraps for pain. The patient reported her experienced was very unpleasant. The patient applied the heatwrap at 11 o' clock at work on (B)(6) 2016 but at 16 o' clock she felt pain and under the heatwrap was a burn blister and a wound as a result of the burn. While on follow-up, it was reported at 3 pm it burned, so she checked, saw the burn and removed the heatwrap immediately. She had not checked the skin prior to that. It "took 14 days" and there is still a scar. At the site of burn the heat cell was grainy and not as solid as the others. Patient was not currently under medical treatment. She consulted the pharmacist but did not provide further details on any recommendation. Upon follow up, the patient reported she did not consult a physician, but had treated them herself with wound ointment. Patient does not have sensitive skin nor skin disorders. Her skin type is not light and not dark. The thermacare heatwrap was permanently discontinued on (B)(6) 2016. The patient reported she did not have the lot numbers since she had thrown the outer packaging away. The clinical outcome of events wound and burn with blisters was resolved with sequel. The clinical outcome of the remaining event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow up (28jun2016): this is a follow-up report to notify that case (B)(4) and case (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). The new information reported from a contactable consumer includes patient age, event detail description, additional information has been requested and will be provided as it becomes available. Follow-up (28jun2016): new information was from the same contactable consumer. As reported: "the consumer stated that she had used the thermacare hueftguertel for the lumbar vertebrae. She said that while she used it, after some time she felt a burning sensation. She had a wound and burn blisters as a result of the burn. It "took 14 days" (no details) and there is still a scar." Follow-up (07jul2016): new information received from the contactable consumer includes: patient's information. Product start date, event onset date. Action taken. No concomitant diseases and currently not under medical treatment. Follow-up (18jul2016):this follow-up report has been submit to update prior reported information: company clinical evaluation comment modified by changing "final report" to "follow-up report". Follow-up (07sep2016): follow-up attempts completed. No further information expected. Follow-up (19oct2016): new information received from the contactable consumer included product data (no lot number is available) and reaction data (treatment details). No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events burn blister, wound, scar, intentional device misuse, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. Comment: based on the information provided, the events burn blister, wound, scar, intentional device misuse, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use.

Event description:
Burn with blisters [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , from an unspecified date for an unspecified indication, used the product at work. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "side effect during the use of thermacare hip heatwrap. Burn with blisters! The patient used the product at work and discarded the packaging. But the malfunctioning product has still there. No compensation is wished, but the experience was very unpleasant". Event was occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6)-years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), since unknown date for the lumbar vertebrae, used the product at work. The patient medical history was not reported. The patient's concomitant medications were none. Patient used thermacare lower back heatwrap from a red pack for lumbar pain applying it directly on her skin. She has already used it previously "on and off" for about 3-4 hours at a time. Patient has not used any other heatwraps for pain. The patient reported her experienced was very unpleasant. The patient applied the heatwrap at 11 o' clock at work on (B)(6) 2016 but at 16 o' clock she felt pain and under the heatwrap was a burn blister and a wound as a result of the burn. While on follow-up, it was reported at 3 pm it burned, so she checked, saw the burn and removed the heatwrap immediately. She had not checked the skin prior to that. It "took 14 days" and there is still a scar. At the site of burn the heat cell was grainy and not as solid as the others. Patient was not currently under medical treatment. She consulted the pharmacist but did not provide further details on any recommendation or treatment she might have received for the events. Patient does not have sensitive skin nor skin disorders. Her skin type is not light and not dark. The thermacare heatwrap was permanently discontinued on (B)(6) 2016. The clinical outcome of events wound and burn with blisters was resolved with sequel. The clinical outcome of the remaining event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2016): this is a follow-up report to notify that case (B)(6) and case (B)(6) are duplicates. All subsequent follow-up information will be reported under (B)(6). Case (B)(6) is being deleted from the database. The new information reported from a contactable consumer includes patient age, event detail description, additional information has been requested and will be provided as it becomes available. Follow-up (28jun2016): new information was from the same contactable consumer. As reported: "the consumer stated that she had used the thermacare hueftguertel for the lumbar vertebrae. She said that while she used it, after some time she felt a burning sensation. She had a wound and burn blisters as a result of the burn. It "took 14 days" (no details) and there is still a scar." Follow-up (07jul2016): new information received from the contactable consumer includes: patient's information. Product start date, event onset date. Action taken. No concomitant diseases and currently not under medical treatment. Follow-up (18jul2016): this follow-up report has been submit to update prior reported information: company clinical evaluation comment modified by changing "final report" to "follow-up report". Company clinical evaluation comment based on the information provided, the events burn blister, wound, scar, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister, wound, scar, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow-up10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] wound and burn with blisters [burns second degree] , wound and burn blisters [wound] , scar [scar] , she had not checked the skin prior to that [intentional device misuse] , at the site of burn the heat cell is grainy and not as solid as the others [product quality issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 52-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), since unknown date for the lumbar pain, used the product at work. The patient medical history was not reported. The patient's concomitant medications were none. Patient used thermacare lower back heatwrap from a red pack for lumbar pain applying it directly on her skin. She has already used it previously "on and off" for about 3-4 hours at a time. Patient has not used any other heatwraps for pain. The patient reported her experienced was very unpleasant. The patient applied the heatwrap at 11 o' clock at work on (B)(6) 2016 but at 16 o' clock she felt pain and under the heatwrap was a burn blister and a wound as a result of the burn. While on follow-up, it was reported at 3 pm it burned, so she checked, saw the burn and removed the heatwrap immediately. She had not checked the skin prior to that. It "took 14 days" and there is still a scar. At the site of burn the heat cell was grainy and not as solid as the others. Patient was not currently under medical treatment. She consulted the pharmacist but did not provide further details on any recommendation. Upon follow up, the patient reported she did not consult a physician, but had treated them herself with wound ointment. Patient does not have sensitive skin nor skin disorders. Her skin type is not light and not dark. The thermacare heatwrap was permanently discontinued on (B)(6) 2016. The patient reported she did not have the lot numbers since she had thrown the outer packaging away. The clinical outcome of events wound and burn with blisters was resolved with sequel. The outcome of the event she had not checked the skin prior to that was unknown. The clinical outcome of the remaining events was not resolved. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (28jun2016): this is a follow-up report to notify that case (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). The new information reported from a contactable consumer includes patient age, event detail description, follow-up (28jun2016): new information was from the same contactable consumer. As reported: "the consumer stated that she had used the thermacare hueftguertel for the lumbar vertebrae. She said that while she used it, after some time she felt a burning sensation. She had a wound and burn blisters as a result of the burn. It "took 14 days" (no details) and there is still a scar." Follow-up (07jul2016): new information received from the contactable consumer includes: patient's information. Product start date, event onset date. Action taken. No concomitant diseases and currently not under medical treatment. Follow-up (18jul2016):this follow-up report has been submit to update prior reported information: company clinical evaluation comment modified by changing "final report" to "follow-up report". Follow-up (07sep2016): follow-up attempts completed. No further information expected. Follow-up (19oct2016): new information received from the contactable consumer included product data (no lot number is available) and reaction data (treatment details). No follow-up attempts are possible. An investigation of the device could not be conducted. Follow-up (25mar2020): new information reported from pfizer product quality group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events burn blister, wound, scar, intentional device misuse, and product quality issue as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.